Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: the exact date of the event is unk however, it was reported that the event occurred in 2009. It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd) with banding, in the esophagus. According to the complainant, during the procedure, the physician attempted to place bands in the esophagus to treat varices however, the bands would not deploy. The physician removed the scope and the device. The pt was re-scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.